Event description:
Same case as MFR. #2134265-2009-04706. It was reported that during preparation for a percutaneous coronary intervention (pci) drug eluting stenting procedure, stent damage occurred. During preparation of a 3.00x12mm taxus liberte stent deliver system, it was observed that the stent was bent close to the tip and the metal stent is sticking out. Then a 3.00x28mm taxus liberte stent was pulled and during preparation of this device, it was observed that a strut on the stent was sticking out. The procedure was completed with a different device with no patient complications. Patient's status is reported as "ok".

Manufacturer narrative:
(B)(4).